Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed the pump continued delivering insulin when glucose was low, inferred from a rotating blue circle on the device, and bionic reports review showed frequent meal announcements used as corrections and minimal use of ¿usual for me,¿ indicating misuse and suboptimal learning by the system. Symptoms included low glucose that the user treated with oral glucose. Outcomes included no reported medical interventions beyond self-treatment. Investigation included review of device data and customer education with guided troubleshooting, including a factory reset and instruction on learning-phase best practices. Investigation of this case revealed that the device indicator was operating normally and that user behavior, including excessive meal announcements as corrections and not using ¿usual for me,¿ likely contributed to perceived dosing concerns rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and training were the likely cause.